Event description:
It was reported by patient's legal representative that patient underwent bilateral hip replacements on an unknown date and subsequently reports that the left hip has failed. This report is based on allegations set forth in the patient's notice and the allegations therein are unverified.

Manufacturer narrative:
Additional information was received (B)(4) 2014 including item and lot numbers. This information was not available at the time of the initial report.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. No revision surgery has been reported. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown. Expiration date - unknown. Implant date - unknown. Explant date - unknown. Initial reporter - unknown. Manufacture date - unknown. This report is based on allegations set forth in the patient's notice and the allegations therein are unverified.

Manufacturer narrative:
This supplemental report is being filed to relay additional information received on july 22, 2014.

Event description:
It was reported by patient's legal representative that patient underwent bilateral hip replacements on an unknown date and subsequently reports that the left hip has failed. This report is based on allegations set forth in the patient's notice and the allegations therein are unverified. Further information received: it was reported by the patient's legal representative that the patient underwent a total hip arthroplasty on (B)(6) 2007 at (B)(6). Patient aggravated hip after getting into a car. Patient developed pain and in (B)(6) 2008 began to experience clicking in the hip and discomfort. Hip aspiration carried out in (B)(6) 2011 gave a brown fluid. Patient was revised on (B)(6) 2011 at (B)(6). During the revision a black discolouration of the hip capsule and osteolysis was observed. The stem was left in situ.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 3 mdrs filed for the same patient (reference 3002806535-2013-00167 & 3002806535-2014-00128& 3002806535-2016- 00336). This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Event description:
Patient's legal counsel reported the patient underwent a left total hip revision procedure approximately four years post-implantation due to allegations of pain, clicking, discomfort, and fluid. This report is based on allegations set forth in plaintiff&#62688;complaint and the allegations contained therein are unverified. During the revision procedure, black discolouration and osteolysis were observed.